Event description:
It was alleged that the head of the stretchers suddenly drop. This allegedly resulted in injury to an employee requiring physical therapy and weight restrictions for a month .

Manufacturer narrative:
The issue was resolved for the customer by evaluating the unit and ensuring it is operating to specifications. The technician showed the customer how to properly operate the unit.

Event description:
It was alleged that the head of the stretchers suddenly drop. This allegedly resulted in injury to an employee requiring physical therapy and weight restrictions for a month .